Event description:
Complainant alleged that the basic life support (bls) crew responded to a call for pt who "had been deteriorating rapidly from several strokes over the last month and was now vsa" (vital signs absent). Upon thes crew's arrival, the pt's family informed the crew that the pt "was gone...and that pt's doctor had just left". The complainant reported that the pt's family requested no resuscitation measures be taken, as the pt's death had been expected. Because no "do not resuscitate" orders had been given, the crew was compelled to follow protocol and began pt treatment. They observed that the pt was still warm to the touch. Two man CPR was begun and assistance was given by the fire dept who had also arrived on scene. A bls crew member attempted to monitor the pt using the device and electrodes, but the device did not display the pt's ECG. The crew check all connection, but all seemed securely attached. The crew reported that the device screen displayed an "attach pads" message. The crew was then able to obtain another crew's device, who had also arrived on scene. They attached their monitor to the electrodes already on the pt, and this device indicated that the pt was presenting an asystole heart rhythm. "The pt was shortly pronounced without incident." There was no indication that the pt outcome was as a result of the reported malfunction. The complainant indicated that the reported malfunction was unable to be duplicated subsequent to the event. The reportedly observed message of "attach pads" is not a viable error message with this device. A possible message for this device is either "poor pad contact" or "check pads".